Event description:
Device 2 of 2. Reference MFR report: 1627487-2010-02215. The pt received her scs system, which included two percutaneous leads and a neurostimulation receiver, on (B)(6) 2004. It was reported that the pt was experiencing a heating sensation at the ipg implant site. Both the leads (of the same lot number) and the receiver were explanted and replaced on (B)(6) 2010. Follow up on the pt found no further issues reported. The scs system was not returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.